Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 12/22/2017. Device evaluation: the plunger was observed advanced pass the first detent mark position and not locked. The cartridge was correctly engaged into the device. No assembly defect was observed. Viscoelastic was not detected in the device. The dfu states the following: the use of viscoelastics is required when using the tecnis itec preloaded delivery system. For optimal performance, use the amo healon family of viscoelastics. The use of balanced salt solution alone is not recommended¿. If directions for use are not followed the device usage may fail. The lens was stuck and torn at the cartridge tip. The cartridge was deformed. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) would not deploy properly. There was patient contact but no patient injury. During follow up, the customer confirmed that the iol was stuck in the cartridge when inserting it into the patient¿s eye. It was not fully inserted, and the doctor pulled it back from the eye and used a backup iol. The customer confirmed that there was no patient injury and that the patient was fine after the procedure. No additional information was provided to abbott medical optics.